Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left colectomy procedure, during the anastomosis of the colon, the device was difficult to open. The twist knob was turned two full times to allow the anvil to tilt, but when the device was removed, the anvil did not tilt when the cap was sufficiently turned. Force was needed for the anvil to tilt to remove being clamp. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and separated from the instrument. Further inspection of the anvil cutting ring showed deep traces of knife impression and the ring was received completely severed. Functionally, the device was applied over the appropriate test media producing acceptable results, with no difficulties in opening the device. The knife cut the test media cleanly and completely, and the pushers advanced. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.